Manufacturer narrative:
Continuation of d10:  product ID harmony-dcs (lot: 0012506057); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonary valve, the right pulmonary wire position was used during deployment. Upon the first deployment attempt at a high implant depth, the position of the valve was lower than intended prompting recapture of rows 1-3. Upon the second deployment attempt, a kink formed and the valve was recaptured to rows 1-6.  The introducer sheath was used to resheath the valve and the system was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and successfully implanted. No patient complications have been reported as a result of this event.

Event description:
Additional information was received that confirmed that the kink was in the valve, and patient anatomy was a factor.

Manufacturer narrative:
Updated data: b5. D4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Added third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter pulmonary valve, the right pulmonary wire position was used during deployment. Upon the first deployment attempt at a high implant depth, the position of the valve was lower than intended prompting recapture of rows 1-3. Upon the second deployment attempt, a kink formed and the valve was recaptured to rows 1-6. The introducer sheath was used to resheath the valve and the system was withdrawn from the patient. A new valve was loaded into a new delivery catheter system (dcs) and successfully implanted. No patient complications have been reported as a result of this event. Additional information was received that confirmed that the kink was in the valve, and patient anatomy was a factor. Additional information was received indicating that the kink was located on the outflow portion of the valve on the right side. The junction at rows 1-2 appeared inverted and was pointing to the posterior side of the middle pulmonary artery to right pulmonary artery takeoff. A balloon dilation would not have resolved the kink; therefore, the decision was made to recapture the device and withdraw it from the patient.